Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an error message (sf74) related to the software. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent connection of the expiratory flow sensor and contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation without an alarm during use on a patient. The patient was removed from the device and manually ventilated. There was no serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Initial evaluation of the device revealed the device displayed an error message (sf74) related to the software, device did not power on, main circuit board had a leaky super capacitor; visual inspection of the device revealed water ingress. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly stopped ventilation without an alarm during use on a patient. The patient was removed from the device and manually ventilated. There was no serious injury reported as a result of this incident.